Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately high. The (B)(4) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue approximately two months ago; exact date/time is unknown. She claimed she tested with the subject meter and observed blood glucose value of "116mg/dl." She then tested on another meter within 30 minutes (freestyle) and reported a value of "106mg/dl." Based on statistical methodology, the calculated difference of these glucose results falls within the expected value of <= 30% and/or <= 30 mg/dl. The patient manages her diabetes with oral medications along with diet and exercise and stated she consumed more food/drink as a result of the alleged issue, but could not recall when. Approximately 5-10 minutes after testing, she claimed she developed symptoms of "rapid heartbeat and shaking." The patient went to see her doctor in january and was reportedly hospitalized due to her reading. She did not report any other blood glucose values that were of concern and claimed she received some form of hcp treatment in the hospital. It was not clear if her blood glucose was tested on another device at the doctor's office/hospital. At the time of troubleshooting, the cca noted the subject meter's unit of measure was and the samples were taken from the same approved source. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began and reportedly required medical intervention by an hcp.

Manufacturer narrative:
The meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6) 2012 the meter was tested and no faults were found. On (B)(6) 2012 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k053529.